Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, ra lead fracture due to clavicular crush syndrome and insulation abrasion under fluoroscopy were observed. Loss of capture and high impedance were also noted. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
A distal portion of the lead was returned in one piece measuring 47.0 cm/51.1 cm. Visual and x-ray examination found signs of compression consistent with clavicle crush forces was noted at 30.9 cm to 31.8 cm from the distal tip. The outer coil was noted to the fractured or broken in the clavicle crush region. The cause of the reported events of no capture and high impedance were isolated to the broken outer coil due to clavicle crush forces.